Manufacturer narrative:
The system was examined and the reported event was not replicated. The sales representative performed some functional test with several handpieces but no problem was found. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 25, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system passed the prime/tune but that the surgeon reported no phacoemulsification power. The handpiece and tip were replaced with no change. A system message displayed. Additional information has been requested.